Event description:
According to the reporter: the customer reports that the needle disconnected from the tube during the injection. Additional information has been requested.

Manufacturer narrative:
(B)(4).